Manufacturer narrative:
(B)(4). The lead was surgically abandoned and will not be returned. No other adverse events have been reported. This product issue will be re-evaluated if additional details are received.

Event description:
Boston scientific received information that this atrial lead was exhibiting capture in the right ventricle (rv) due to dislodgement. A revision procedure was performed and the lead was replaced. No adverse patient effects were reported.